Manufacturer narrative:
Tech support walked the user through troubleshooting and found that the xhibit lost communication with the xhibt telemetry receiver (xtr). The issue appeared to have resolved on its own. A product support specialist (pss) remotely connected and checked xtr logs. There was no indication of network drop outs from the xtr side of the communication, additionally, data from the xtr continued to flow to clinical access indicating the xtr was continuously able to monitor. It could not be determined why the xhibit briefly stopped talking to the xtr, however may have been due to customer network infrastructure. In a later conversation with the customer, no further outages have occurred. A pss could not identify why the xhibit stopped receiving xtr communication and the customer stated no further outages occurred.

Event description:
The customer reported that while monitoring patients, two telemetry patients disappeared off the central station. There was no patient or user death, or injury associated with the event.